Event description:
It was reported that the case went normally. There were no issues during the case. Between 4 and 5 hours afterwards, the patient had a stroke. The patient is not being sent to interventional radiology. The results or interventions is not known at this time. The biosense equipment performed as designed and had no issues. Two biosense catheters were used d160901 and an unknown soundstar catalog number seimens 8fr. Carto 14246 was used. No biosense generator or pump was used. Farapulse generator used. Angiomax was used instead of heparin. Hardware does not need to be evaluated. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".